Event description:
A receipt inspection of the returned loaner duodenovideoscope revealed dirt around the forceps elevator of the device. There was no complaint reported by the end user and no patient involvement.

Manufacturer narrative:
A device evaluation also revealed leakage due to damage of the channel tube at distal end side. Adhesive on the bending section cover was detached. Forceps channel port and suction cylinder was shaved. Universal cord had discoloration. The s-cord connector was deformed. Due to wear of the angle wire, the bending angle in down direction did not meet the standard value. Due to clogging of nozzle, water removal ability did not meet the standard value. Light guide bundle had breakage. There were scratches though out the device. The investigation is on-going, and a supplemental will be submitted upon completion of investigation or if any additional information is available.

Event description:
A user facility returned the olympus asset duodenovideoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed foreign material around the forceps elevator of the device. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to the reprocessing steps recommended in IFU were not performed completely due to leak of the device, which made foreign material remain at/around the forceps elevator. The event can be detected by following the instructions for use (IFU) which state: IFU (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.